Event description:
It was reported that the patient experienced a hyperglycemic episode on (B)(6) 2026. The issue was caused because of cannula slightly bending which is within specification to be considered as no error. The issue of hyperglycemia was resolved with insulin administration via pump with no further complications.

Manufacturer narrative:
E1 (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.